Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflation unit had no display light emitting diode glowing on front panel. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
B5, g2 (¿health professional¿ should not be selected, as it is not known whether the contact/reporter is a health professional or not), h6 (impact code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation: phenomenon 1 (display does not glow): it is presumed that the display does not work due to damage to the flat cable. Phenomenon 2 (front panel leds blink): it is presumed that the leds blink due to a failure of the front panel. Phenomenon 3 (flow volume is abnormal and its value is not coming on display): it is presumed that the volume indicator does not work properly due to a failure of the manifold unit. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient involvement.